Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pca pump was returned for analysis with no physical damage found on the device. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service will trim the pump's expulsor as a preventive measure in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump was scheduled for a preventative maintenance and the pump failed the flow rate test twice. The pump over infused twice and there was no patient involvement.